Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the did stent did not fully expand. The vascular access site was the right femoral artery. The 95% stenosed target lesion was located in the non-tortuous and non-calcified 1st lateral branch. The lesion length was 12mm and the reference vessel diameter was 2.75mm. A 6fr guide catheter was advanced to the lesion site. The lesion was pre-dilated with an unspecified balloon. Next, a taxus liberte' 2.75x12mm stent was advanced and deployed at the lesion site. It appeared the stent did not fully expand after deployment, so it was necessary to post-dilate the stent with a quantum 3.0mm balloon at 20 atms. The final angiographic result was satisfactory. No patient complications were reported and the patient status was reported as "stable".

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR report#: 2134265-2010-05473 it was further reported that the patient was enrolled in the platinum clinical trial. The lesion being treated was a focal in-stent restenosis of a previously placed stent.